Event description:
In 2006, the customer reported to bsc that during a stone removal procedure within the bile duct with a female patient (age unk), the clinician "push/pulled and opened and closed" the lithotripter basket, but the device did not grasp the stone. When the clinician used a contrast media flush, "a leakage outside the cbd was found." The procedure was completed 7 days later, following the procedure an x-ray of the cbd confirmed that the perforation had healed. The condition of the patient is "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.